Event description:
As reported, per article 'surgical management of native aortic valve leaflet avulsion during tavr', a 78-year-old male underwent tavr with a 26mm s3 valve, which was complicated by avulsion of the native aortic valve leaflet's left coronary cusp. During tavr procedure, the native aortic valve was pre-dilated with an 18 mm z-med balloon, after which transient severe hypotension was noted. A 26 mm balloon expandable sapien 3 prosthesis was implanted with immediate hemodynamic improvement. Post-procedure transthoracic echocardiography demonstrated normal functioning of the tavr prosthesis; however, a highly mobile linear echodensity was noted just above the aortic valve prosthesis. An urgent transesophageal echocardiograph confirmed a 1.6 cm echo-density with possible attachment to the prosthetic valve. The patient was taken for urgent surgery for cusp resection to prevent thromboembolic complications. The entire left coronary cusp of the aortic valve had been avulsed from its annulus and was held in place by a small piece of aortic intima at the commissure between the left and right coronary cusps. The patient was discharged without further events and was doing well at 6-month follow-up.

Manufacturer narrative:
Citation: dm williams, et al. ''Surgical management of native aortic valve leaflet avulsion during tavr'' journal of cardiothoracic surgery 19:472 (2024). Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (heavily calcified native tri-leaflet aortic valve, advanced age) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental report is being submitted, due to information that was missing from initial report, upon administrative review. B4, g3, g6, and h2 are updated as applicable for this supplemental report, and the additional information has been provided in e1.